Event description:
Info was received that reported a pt was hospitalized due to incidence of hyperglycemia. The pt was brought to the hospital due to elevated blood. She was treated with IV fluids and insulin. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.